Manufacturer narrative:
This report is submitted on november 02, 2023.

Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2023, due to device non-use. There are no plans to reimplant the patient with a new device as of the date of this report.